Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarm. The customer stated they were able to clear the alarm but not able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged insulin pump error 43, pump error 130 and exposure to moisture on event date 26-mar-2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Unit successfully downloaded using thump software. Motor was tested outside of the device and passed. No pump error 43 noted during testing, however, a pump error 43 was present in history trace files on event date of 03/26/2022 16:23:14.000. No pump error 130 noted during testing, however, a pump error 130 was present in the pump history screen on event date 03/26/2022 16:05:16.000 due to moisture damage on the motor. Device was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly (pcb1 and pcb2) and motor flex cable. The following were noted during visual inspection: pillowing keypad overlay, cracked case - corner of belt clip rails, battery tube threads - cracked and label damage (stained serial number label). In summary, customer allegations for pump error 130 was not confirmed. Pump error 43 was not confirmed during testing, however, a pump error 43 was present in pump download history. Moisture damage noted on electronic assembly and motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.